Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the fibers of the pta balloon were allegedly hanging off of the balloon after removal from the patient. The procedure was concluded, and no further treatment was provided. The patient was reported to be doing well post procedure.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the fibers of the pta balloon were allegedly hanging off of the balloon after removal from the patient. The procedure was concluded, and no further treatment was provided. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation. A visual inspection found the outer pebax layer to be partially peeled off of the proximal portion of the balloon. Frayed fibers were also noted on the balloon. Therefore, the investigation is confirmed for peeled pebax and for frayed fibers. No fibers were found to be unraveled off the device; it is possible that the user perceived the peeled pebax as the reported unraveled fibers. The definitive root cause for the identified peeling pebax or frayed fibers could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.